Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 60 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer felt light headed but symptom ceased by the end of the call. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non- fasting and produced test results of 70mg/dl using true track meter and 74 mg/dl using the same meter. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer stated that she got a different result of 60 mg/dl on one hand and 63 mg/dl on the other hand. Customer advised not to compare results from one hand to the other. Customer stated that the results are too low. Customer states that her normal ranges are 100-120 mg/dl. Customer states that she feels light headed at time of call. Customer denies need for medical attention at the time of call and states that she just drank orange juice to get her levels up. Ran a back to back on same hand different finger and meter read 70 mg/dl and 74 mg/dl. The 104 mg/dl in the meters memory is a control result. Customer states that is satisfied with the results that. Back to backs were not fasting due to customer drinking orange juice prior.